Event description:
It was reported that the images are not clear when you get to 3.5. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of images are not clear when you get to 3.5. I have asked for the customer to send in the probe as well. He did not have the information, but will send it in was unconfirmed. Root cause confirmation: "poor image quality" the unit was powered up and operated as expected. The image appeared to be normal and meets product specifications. The reported issue could not be confirmed therefore this no root cause.